Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 18, 2025. The investigation of the returned device was completed by the failure analysis lab on march 25, 2025. Device evaluation: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the saline implant textured 375cc had two tears (a and b) on the posterior view. One tear (a) was found at the edges of parallel lines of shell wear; and the second tear (b) was observed within an area of siltex cracking, measuring approximately 1.0 cm both tears. The evaluation determined that the possible cause of rupture a is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. The evaluation determined that the possible cause of tear b is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with an unknown textured saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, explant was performed on (B)(6) 2025.